Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After cutting the tibia, the surgeon observed that bone was burred shallower than planned and he stated the stereotactic boundary did not allow him to burr that area. The surgeon determined that the proper course of action was to remove the extra bone using manually and increase component size by one.

Manufacturer narrative:
As part of normal complaint follow-up an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). After reviewing the session file from this case, it was noted that user error was the contributing factor with regards to this issue. The recommended point selection pattern for bone registration as well as poor implant planning were the primary reasons why the surgeon could not complete the procedure using the rio. The makoplasty specialist (rio) at the site was contacted to ensure that the proper technique was followed by the user.